Event description:
It was reported that the there was a confirmed motor stall and tube set message in the event logs with no motor stall recovery recorded. The patient had some form of dementia. It was unclear when the patient thought she heard the pump alarming and the patient stated that two people had come to her house and did something with the pump, but it was thought that this hadn¿t happened. The patient had no underdose/withdrawal symptoms. The pump was delivering morphine. It was later reported that the pump motor stalled on (B)(6) 2013 at 14:07 and recovered at 14:42. The pump stalled again the next day (B)(6) 2013 at 12:15 and a tube set message occurred on (B)(6) 2013 at 12:15. No MRI had been done. It was later reported that as of (B)(6) 2013, the motor stall had not recovered. The cause of the stall had not been determined. The patient was being managed with oral opioids.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# serial# (B)(6) implanted: (B)(6) 2007, product type: catheter. (B)(4).